Event description:
It was reported that after the intraocular lens (iol) was implanted in the right eye, the surgeon noticed the zonular fibers loose and not stable. There was a capsule tear. It was decided that it was better to put a 3 piece lens in instead. The surgeon cut and removed lens. Another johnson and johnson iol was implanted as replacement (different model, za9003, different diopter of +24.0). Triamcinolone suspension was used to visualize the vitreous and miostat was injected in the anterior chamber to constrict the pupil. An anterior vitrectomy was performed and a suture was added to close the wound. The suture and vitrectomy were unplanned. Patient is doing ok post-operatively and wants to have the other eye done. Visual acuity is 20/40 with no improvement (ni). Intraocular pressure (iop) of 25. The patient was scheduled to have a goniotomy done after the cataract case but the surgeon cancelled it. There was no malfunction or issue with the iol. The device was discarded. No further information was provided.

Manufacturer narrative:
Patient's race: unknown; requested but not provided. The customer reported "other." If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: cod 4625 is to capture both unplanned vitrectomy and sutures. Health effect - clinical code: code 4581 is to capture eye anatomy issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.